Event description:
It was reported the pump has error code 46223. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted a scratched liquid crystal display (lcd) lens, bubbled "dso" seal, worn "uso" seal and worn labels. Upon power up the device alarms the error code 46223. The complaint was confirmed. The root cause was the "pwa" board, it was unknown what caused the component to be inoperable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The "pwa" board was replaced, and the device passed all functional and delivery tests.